Event description:
There was restenosis of the implanted cypher stent four months after the index procedure. Pci was performed on this pt who presented for elective treatment of a 99% de novo lesion in the 1st obtuse marginal (bypass svg) of 10mm in length in a 3.0mm diameter vessel. There was little to no calcification. Pre-procedure medications included beta-blockers, plavix, statins and ace inhibitors. Intra-procedure medications included thrombin inhibitors (angiomax) and plavix. Direct stenting was performed with a 3.0x13mm cypher stent at unk atm. Angiographic success was achieved. Residual diametes stenosis measured 0%. Timi iii flow was recorded post-procedure. Post-procedure medications included aspirin, statins and plavix. Four months later, the 2nd obtuse marginal was treated. It was noted as related to the index procedure.